Event description:
It was initially reported by the physicians's nurse that she was attempting to interrogate the pt's device and was not able to. Pt stated that she could not feel stimulation. The nurse stated that she was able to use the programming system on other patients that morning without any problems. Pt's blc (battery life calculation) was performed and it was noted that the pt has approximately 7.94 years remaining until eri=yes. Follow up with the nurse revealed that she tried interrogating it several times but she kept getting an error message of "retry or abort." The last interrogated the device 6 months ago and everything was working fine that time. The physician thinks that pt did not receive any efficacy from vns so they just want to let it go and not do anything about it. They do not want to call the pt for another f/u visit so, they will not do anything about it unless if any problems are reported.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.